Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported via phone call that customer was hospitalized with blood glucose of 480 mg/dl. Customer had symptom of high blood glucose; customer was vomiting. Customer was hospitalized due to diabetic ketoacidosis. Customer was still hospitalized at the time of call. It was reported that the insulin pump was not working and insulin was not delivering. Customer was not wearing insulin pump at the time of hospitalization; customer was disconnected for less than 48 hours. Troubleshooting was not performed. Insulin pump would be returned for failure analysis.